Event description:
An orsiro drug-eluting stent system was chosen to treat a moderately calcified lesion (80 percent stenosis degree) in a severely tortuous vessel. The device could not pass the ostial cx. During withdrawal of the device the stent dislodged and could not be retrieved. The stent was adapted to the vessel wall.

Manufacturer narrative:
The complaint instrument was not returned for a technical investigation. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The dislodged complaint stent is visible between the distal end of the guiding catheter and the target lesion, but the actual complaint event has not been recorded. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.